Event description:
It was reported that while using the bd vacutainer® k2 edta that the stooper has a loose closure or creeped out. The following information was provided by the initial reporter: the nurse took blood from the patient's vein in the morning, and found that the purple head cap of the disposable vacuum blood collection tube was loose, so it was replaced immediately.

Manufacturer narrative:
H.6 investigation summary material# [367227]. Lot/batch # [2150544]. Bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.